Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported when the customer had an infusion running and the lvp detects an occlusion, they would have to pause the infusion close the roller clamp open the door of the affected channel put the safety clamp to open position close the door of the affected channel open up the roller and press restart in that exact order. Per customer, "that usually fixes the occlusion". This was reported to bd representatives during site visit. There was no information on patient involvement.